Manufacturer narrative:
Physio-control evaluated the device. The root cause was determined to be due to a failure of the switch fl4 on the power supply assembly.

Event description:
It was reported that the device failed to turn on using battery power. There was no patient use associated with the reported event.